Manufacturer narrative:
Updated data: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 27 days following the implant of a transcatheter aortic valve, the patient experienced cardiopulmonary arrest followed by hypoxic encephalopathy. Resuscitation attempts were made but ultimately the patient died. Additional information was received to clarify that the cardiopulmonary arrest and resuscitation occurred prior to the transcatheter aortic valve implant (tavi) procedure. Following the tavi, the patient's condition stabilized. However, during subsequent evaluation, hypoxic encephalopathy was confirmed. Additional information was previously reported, but not captured in the initial narrative: per the physician, there was no causal relationship between the death and valve or implant procedure.

Event description:
It was reported that 27 days following the implant of a transcatheter aortic valve, the patient experienced cardiopulmonary arrest followed by hypoxic encephalopathy. Resuscitation attempts were made but ultimately the patient died.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 27 days following the implant of a transcatheter aortic valve, the patient experienced cardiopulmonary arrest followed by hypoxic encephalopathy. Resuscitation attempts were made but ultimately the patient died. Additional information was received to clarify that the cardiopulmonary arrest and resuscitation occurred prior to the transcatheter aortic valve implant (tavi) procedure. Following the tavi, the patient's condition stabilized. However, during subsequent evaluation, hypoxic encephalopathy was confirmed. Additional information was previously reported, but not captured in the initial narrative: per the physician, there was no causal relationship between the death and valve or implant procedure. Additional information was received that per the physician, the cause of the hypoxic encephalopathy was due to severe aortic regurgitation and low ejection fraction (ef); however, the valve and implant procedure did not cause or contribute to the hypoxic encephalopathy. Per the physician, the cause of death was due to the hypoxic encephalopathy.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which clarified that the previously reported aortic regurgitation was instead aortic stenosis.